Event description:
Patient was implanted with 4.5mm lcp curved condylar plate and ten screws on (B)(6) 2011. Patient returned to the ER presenting with pain on a right distal femur fracture. X-ray taken in the ER (date unspecified) revealed a non-union. Reportedly the locking condylar plate broke at the third hole from the distal head position. There was no screw implanted at this hole position and reportedly all screws were intact. Patient was returned to the o.r. On (B)(6) 2013 for revision surgery. The surgeon removed all hardware and the patient was revised with a femoral nail implant. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm curved condylar plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.